Manufacturer narrative:
Device evaluation by manufacturer: a distributor engineer visited the customer to address the reported event. The reported issue was resolved by adjusting the position of the pickup test cup. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review and keyword search for similar complaints was performed for aia-900, serial number (B)(4). There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages states the following: [2061] tip attach error. Cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event was due to incorrect positioning of the sorter.

Event description:
A customer reported getting error message 2061 tip attach error on the aia-900 instrument. A distributor engineer was dispatched to address the reported event, which resulted in a delay of alpha-fetoprotein (afp) and cardiac troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.